Event description:
Account reports incidents in which separation of the sleeve stopper occurs during the withdrawal of a needle lock device. Reporter stated "I think it is a 19 gauge needle". Reporter added lot number unknown due to pts arriving in CT with an IV already started from the floor. Reporter stated there is back-up of blood and loss of fluid, though no negative outcome to the pts.